Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, it was reported that one of the red tabs on the affixium drill stop broke off and can no longer be used in surgery. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device identified a broken tab and scratches along the edge of the drill. The fractured fragment was not returned. The broken condition of the tab is potentially attributable to unintended forces applied during handling or assembly. Such forces may include overtightening of the device during assembly or assembling the device while not properly aligned in the correct position. These conditions may introduce excessive stress on the component. Additionally, the scratch marks observed near the broken area may be consistent with contact from other tools, hard edges, or external objects during handling or use. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the att fb drill stop sz3-5 por would have contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Event description:
It was reported that one of the red tabs on the affixium drill stop broke off and can no longer be used in surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.